Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 203) has been confirmed. Upon investigation the pad under the u1004 microprocessor on the c/a board was damaged. The cause for the code 203 was the damaged c/a board pad. The root cause for the damaged c/a board pad cannot be positively determined. No adverse event resulted form the damaged c/a board. The last pt to use this charger/modem did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, service code 203 (pulse test fault) was displayed. The last pt to use this monitor did not report any problems.